Manufacturer narrative:
Product complaint (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: a review of the device history record. Device history lot part: 03.037.022, lot: f-24352, manufacturing site: selzach, supplier: (B)(4), release to warehouse date: 12 sept 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. H3, h6: investigation summary background: it was reported that on (B)(6) 2020, during intertrochanteric femur fracture or proximal femoral nailing system (tfna) using the cannulated drill bit, the tip of the drill bit broke off into the patient and into femoral head and cut into two pieces, the pieces were not retrieved due to the surgeons preference. There was no adverse event related to the breakage. There was no surgical delay reported. The procedure was successfully completed. The patient was stable after the procedure. This complaint involves one (1) device. Investigation flow: damage. Visual inspection: the 6mm/9mm cannulated stepped drill bit (p/n: 03.037.022, lot number: f-24352) was received at us cq. Upon visual inspection, the tip of dimensional inspection: no dimensional inspection was performed due to post-manufacturing damage. Document/specification review: se-381683 rev h (current and manufactured) was reviewed. No design issues or discrepancies were identified. Investigation conclusion: this complaint is confirmed as the tip of the drill bit has broken off. The embedded device allegation is not confirmed since there is no evidence uploaded to the complaint file. No definitive root cause could be determined based on the provided information. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/ investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, during intertrochanteric femur fracture with proximal femoral nailing system (tfna) using the cannulated drill bit, the tip of the drill bit broke off into the patient and into femoral head and cut into two pieces, the pieces were not retrieved. There was no adverse event related to the breakage. There was no surgical delay reported. The procedure was successfully completed. The patient was stable after the procedure. This report is for a cannulated drill bit. This is report 1 of 1 for (B)(4).